Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: (B)(6), 320-08-42 - glenosphere exp 42mm +4mm offset. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm.

Event description:
As reported, approximately 1 year and 3 months post the initial right reverse total shoulder arthroplasty, the patient was revised due to the stem being loose and the poly being dissociated. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.